Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that in the second case of the day when the site did two navigated scans none of them had a nav tag on the system and it would not transfer over. On the navigation system, they had three green bars on the navigation system. Troubleshooting information was provided. The site did not see the message that they were going to perform a non-navigated spin.

Event description:
Additional information was received. The reason for no nav tag was because there was poor communication to the navigation system, and they were clicking continue on the ¿proceed with non-navigated spin¿ message. This would always result in having no nav tag. First, the site tried to reboot the imaging system to no avail. After they rebooted the navigation system, the message went away and they were able to do a navigated spin. The issue was reported to occur during a sacroiliac and thoracolumbar procedure. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Additional information added to b5, section a, section e. H6: additional annex f codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.